Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead the patient had very tortuous anatomy. The physician decided to remove the lead and attempt another stick. When the lead was removed, the physician noted that the helix would not retract all the way. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.